Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A customer obtained readings ranging from 50 mg/dl to 70 mg/dl and 'lo' message (readings less than 40 mg/dl) and felt tired. The customer self-treated with juice and food to raise glucose and had contact with a healthcare provider. A reading of 270 mg/dl was obtained on a healthcare meter and the customer was diagnosed with hyperglycemia and received insulin (dose/type unknown) as treatment. There was no report of death or permanent injury associated with this event.